Event description:
It was reported that during a percutaneous transluminal angioplasty and stenting procedure, a balloon detachment occurred. The lesion was located in the iliac vein. As the physician removed the xxl balloon dilation catheter from the right iliac vein, the physician noted that the balloon had "sheared off". The physician attempted to snare the detached balloon, but was not successful. The physician performed a CT scan, used ivus and took "multiple x-rays" but could not locate the detached balloon. The detached balloon was not recovered and remains inside the patient. The procedure was completed using this device. No further complications were noted and the patient's status was reported as "ok". Additional information has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.